Event description:
It was reported that a defibrillation lead had a high impedance observed via remote monitoring; later, the associated implanted defibrillator (ICD) was replaced and an additional pacing lead was placed in the right ventricle; the defibrillation lead remains in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.